Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose readings after meal announcements despite a recent factory reset, with the system delivering approximately 4 units for meals that resulted in hypoglycemia; the event was intermittent, occurred while using a contact detach infusion set, and troubleshooting and education were completed with a plan for additional training. Symptoms included hypoglycemia without loss of consciousness. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention or assistance. Investigation included a review of user-reported data and completion of troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia remained unclear and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.